Manufacturer narrative:
Submit date: 11/28/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer states on the venous catheter there was a kink in it. The patient was on the table at the time it was noticed, they opened the package and noticed the kink prior to use. The bend/kink was 10 inches, below the 7 cm mark. There was no patient harm.

Manufacturer narrative:
This report was incorrectly filed against a dialysis catheter. The customer report was for a closure fast vein ablation catheter and a separate report was filed for the correct item through medtronic. There will be no further supplemental reports for this report filed in error.